Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, 7ca had drawer failed and customer tried to recover storage space, but issue remain the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(60 was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.2 was failed. A field service engineer found that the auxiliary drawer 1.2 showed all pockets failed and not detected on the bus. Damage was found on the pixie bus cable for the auxiliary drawer, which was replaced successfully. After rebooting, all pockets were recovered successfully in the application. During the hardware test application test, one cubie spot failed to latch the cubie. Physical damage to the row board latch was identified, and the row board was replaced successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.